Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient asymptomatic presented for a routine follow-up. The lead exhibited multiple noise episodes which could be reproduced with arm movement and/or pocket manipulation. The patient was doing well. No additional information was reported.